Event description:
The patient experienced a shocking/jolting sensation while at work where she wears a type of tool belt around her waist. She did not feel the sensation when away from work. Impedances measured at 3.0v were within normal range. The patient was getting therapeutic stimulation at levels of 9.0-10.0v. The patient was at the clinic and in good condition. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).